Event description:
Boston scientific received information that this right ventricular (rv) lead post implant of a new device exhibited noise and increased impedances during isometrics. 5 inappropriate shocks were given as a result of the noise, and pacing inhibition and artifact were observed. Given the timeframe, it was suspected to be a connection issue or possible fracture. The lead underwent one revision procedure where the lead was confirmed to be fully inserted into the newly implanted device header, however the physician noted noise and impedance issues remained, so the device was explanted. The rate sense portion of the rv lead was surgically abandoned, a new device and lead were implanted. No noise or impedance issues were ever noted after the new device and lead were implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.